Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was failed. A field service engineer (fse) found that the keyboard was operating upon arrival at the station. The unit was rebooted and the connection was reseated. The alphabet was tested with no issues, and both the customer and the fse were able to log in without any problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station ht1s keyboard failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.